Event description:
Treatment of an aneurysm. It was reported the distal end of the pipeline was not fully opened during deployment and a balloon was required to open the pipeline further. No patient injury reported.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient.(B)(4)